Event description:
Vad coordinator reported that on (B)(6) 2014 the patient was at church and felt dizzy/passed out/vad red alarmed; she came to and called her son to come and change out controller which was completed successfully. The patient was admitted to (B)(6) hospital ((B)(6)) overnight and continues to feel dizzy/lightheaded. The backup controller also gave a red vad stopped alarm. It was reported that all batteries were fully charged and no issues with charging or connecting batteries today or yesterday prior to the syncopal episode. The patient is reported to be doing "better". The controller was replaced and returned to heartware for further evaluation.

Manufacturer narrative:
The device(s) listed in this report is (are) used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The (B)(4) passes visual and functional testing. System testing did not indicate any abnormal operation of the controller. Review of the log files revealed vad stopped alarms on the reported event date. The vad stopped alarms were logged most likely due to a disconnection of the driveline or due to both power sources were disconnected from controller. Controller performed as expected during bench testing. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the primary controller. An internal investigation has been opened to address the issue. Following additional regulatory authority feedback, the manufacturer has expanded the field safety corrective action (fsca) to recall certain older batteries (referenced under file name: fsca apr2014.1). The expansion of this fsca is to remove certain older batteries which were produced in specific ranges of battery serial numbers which are more likely to exhibit premature or unrecognized deterioration of battery capacity. Our risk assessment for this issue remains unchanged at this time. Complaints will continue to be closely monitored to ensure that the ventricular assist device system functions as intended and to assess the effectiveness of the fsn for additional actions. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. This medical device report was not submitted to the FDA within the timeframe as required by 21 cfr part 803- medical device reporting. This error was discovered during review of complaint files per heartware (B)(4), corporate quality plan- complaint management process, and routine complaint file investigation activities.